Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event the patient visited doctor who decided to remove sensor from the patient's arm after antibiotics did not treat the infection.

Event description:
Senseonics was made aware of an incident where the patient developed an infection at the insertion site. The patient had antibiotics prescribed by the doctor, however, after two months the infection did not subside. The sensor was eventually removed.